Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reportedly, the contact underneath the up arrow keypad button had to be manipulated to elicit a response. It was noted that the up arrow button was torn off the pump. It could not be determined if the tactile changes occurred prior to the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings: the keypad was found to be torn around the up arrow key. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive; the down arrow and ok keypad buttons responded appropriately. The up arrow key contact was observed to be inverted. There was evidence of contamination found under up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a battery compartment crack. There was evidence of moisture contamination observed on the underside of the battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.